Manufacturer narrative:
Event date: exact date unknown, event occurred a month ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced pain at the ipg site when pressed. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg will not be returned.